Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, the battery compartment was cracked and the battery cap had stripped threads. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: during investigation, there were frequent replace battery alarms observed in the pump histories. The pump emitted a ¿replace battery alarm¿ at power on. During visual inspection, the battery compartment was found to be cracked alongside the pump and above the bumper pad. There was corrosion found in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and there was no further evidence of moisture found. Additionally, the threads on battery cap were stripped. The battery cap was unable to attach securely to test pump. The replace battery alarms were due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).